Event description:
On 1/22/1998 following a diagnostic procedure, an angio-seal device was placed in the pt's right femoral artery and hemostasis was successfully achieved. However, several hours later the pt's right leg became cold and was noted to have no distal pulses. The pt was taken to the cath lab where a pta and stent were performed via the contralateral groin with immediate return of lost pulses. As of 2/17/1998 there have been no reports to the MFR of further complication or pt sequelae.